Manufacturer narrative:
Medwatch field h11 additional narrative updated: the sodium electrode serial number is (B)(6). The field service engineer (fse) inspected the analyzer and found crystallisation and build-up around the electrodes and bubbling during reagent primes. The fse cleaned the crystallisation and build-up around the electrodes and replaced the vacuum, sipper, and twin nozzles, as well as multiple valves. The instrument's performance was confirmed with ion-selective electrode (ise) checks, reagent primes, calibration, and qcs. The handling of the fse can be seen as a general remedy measure for issues with the ise. No further issues were reported after the fse visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 5 patients' samples tested on a cobas 8000 ise 1800 module (line 2). Patient 1: initial result: 150.3 mmol/l. 1st repeat result: 141.3 mmol/l. 2nd repeat result: 141.3 mmol/l. 3rd repeat result: 141.1 mmol/l (tested on line 1). Patient 2: initial result: 150.8 mmol/l. 1st repeat result: 141.2 mmol/l. 2nd repeat result: 141.1 mmol/l. 3rd repeat result: 141.3 mmol/l (tested on line 1). Patient 3: initial result: 148.1 mmol/l. 1st repeat result: 138.4 mmol/l. 2nd repeat result: 139.5 mmol/l (tested on line 1). Patient 4: initial result: 148.0 mmol/l. Repeat result: 140.7 mmol/l (tested on line 1). Patient 5: initial result: 149.0 mmol/l. Repeat result: 140.8 mmol/l (tested on line 1). The customer identified unexpected sodium values during internal review and repeated the samples for the 5 patients. Reportedly, an amended report with the repeat results obtained on line 1 for patient 1, patient 2, patient 4, and patient 5, and the repeat result of 138 mmol/l for patient 3 was issued.